Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 99% of expected longevity was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was at elective replacement indicator. It was also reported that there was a potential performance issue. Follow-up was attempted however, no additional information was received. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7120 implantable tachy lead st. Jude (B)(6) 2011; 4469 implantable pacing lead boston scientific (B)(6) 2011; 4196-68 implanta ble pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.